Manufacturer narrative:
User facility report # (B)(4) for the event was received. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with melena/anemia (7.1) in the setting of inr 2.4. Inr was reversed and 3 units of transfused blood was required. Esophagogastroduodenoscopy (egd) revealed one actively bleeding arteriovenous malformation and 2 non bleeding arteriovenous malformations in the jejunum requiring cautery. The patient was successfully bridged to coumadin from heparin. Additional this patient presented to outpatient clinic on 2 occasions for blood transfusions. An egd was performed on (B)(6) 2019 and a small hiatal hernia was present. The entire examined stomach was normal. The examined duodenum was normal. A single medium angiectasia with active bleeding was found in the jejunum 40 cm distal to ligament of treitz. Fulguration to ablate the lesion by argon plasma at 0.8 liters per minute and 20 watts was successful. Bleeding control was complete. 2 small angiectasia without bleeding were found in the jejunum 60 cm distal to ligament of treitz. Fulguration was performed to ablate the lesion.